Event description:
Complainant alleged that they were not able to seat the battery into the battery well to power up the device. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.